Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted approximately five months prior to this report; exact date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp medial proximal tibia 12h/r 197mm plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient gender was not previously reported. X-rays reported in error. Receipt date of device should be (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) of the proximal tibia approximately five months prior to this report. Revision surgery was performed on (B)(6) 2014 due to non-union and a proximal plate which was broken at a screwhole location. The plate and ten screws (six unknown 3.5 locking screws and four unknown 3.5 cortical screws) were completely removed. None of the screws were reported broken. The procedure was completed successfully. The patient outcome was reported as fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: product development evaluation previously reported. An additional statement is being added to the evaluation with this medwatch submission: "this may have been caused by improper or nonexistent lag screw use which is recommended but not required by the technique guide." Evaluation conclusion code corrected to reflect additional evaluation information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 239.962, lot 6400434 3.5mm locking compression plate medial proximal tibia plate was received in two pieces. The device is broken 8cm from the distal end along the edge of the 7th combi hole with a rough fracture surface. The device was manufactured in 6/2010 and is 4 years old. The returned plate was received in two pieces with signs of wear along the length of the device. The device was returned and reported to have broken postoperatively. This condition is confirmed; the device is broken eight centimeters from the distal end of the device along the edge of the 7th combi hole with a rough fracture surface. It is likely that introduction of shear forces upon the plate from a lack of reduction ultimately resulted in this condition. This may have been caused by improper or nonexistent lag screw use. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The returned screws were all received intact and show moderate wear to the threading and screw heads with insertion and extraction. The screws are likely to be four 3.5mm self-tapping hex drive cortex screws and six 3.5mm self-tapping stardrive locking screws. The screws were used in a 3.5mm lcp medial proximal tibia plate system procedure which has only one family of locking screw and one family of cortex screw indicated for use. Each of the cortex screw head diameters were measured averaging 5.93±.03mm (gauge ca102) which is 5.9±0.1mm as per drawing, confirming it as a 3.5mm cortex screw. The cortex screws each also have a hex drive head and a self-tapping tip. Each of the locking screw head diameters were measured averaging 4.83±.03mm (gauge ca102) which is 5.0±.3mm as per drawing and the general tolerances document. The locking screws each also have a self-tapping tip and a stardrive head. It is likely that reduction was lost due to the lack of a lag screw introducing shear forces in the plate and ultimately leading to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received, the sales consultant stated that the break in the plate was at the sixth comby hole from the bottom.